Event description:
It was reported to philips that the live images were not displaying on the flexvision monitor. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power connector on the cat 6 to dvi converter. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified at the beginning of the day, outside of clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting and analysis of the system log files indicated that there was defect in the power connector on the cat 6 to dvi converter, resulting in the image showing on another device but not the flexvision pc monitor. The fse replaced the connector. After the connector was replaced, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion 7 m12 series equipment must institute a routine user checks program. The responsible organization of the azurion 7 m12 series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.